Event description:
The customer contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The ultrafiltration (uf) equaled 2052ml. The technical service representative (tsr) informed the home patient (hp) of the high drain alarm's meaning. Per the hp, they were instructed by the peritoneal dialysis registered nurse (pdrn) to use 4.25% dextrose because of the swelling on their legs and feet. The hp had already called the pdrn before calling baxter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain alarm. The rn stated that the patient made her primary nurse aware of the event. The rn stated that the alarm was caused from the fact that the patient performed a manual midday exchange of 2000ml and the initial drain alarm setting was not re-programmed, causing the patient to not drain off enough fluid at the beginning of therapy. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The following information was provided by global pharmacovigilance (gpv): on (B)(4) 2012, gpv contacted the home patient (hp). The patient started peritoneal dialysis (pd) therapy in (B)(6) 2012. The patient clarified that the swelling in her legs and feet were mild. The patient stated that the onset of the swelling was in (B)(6) 2012. In (B)(6) 2012, the patient used 4.25% dianeal low cal solution as directed by the pd nurse. The swelling was resolved, and the 4.25% solution was then stopped (dose and frequency not reported). Pd therapy was ongoing. The hp stated that the swelling was not related to any baxter solutions or products. The hp stated the swelling was due to the fact that she "ate high sodium food." Several follow up attempts were made by gpv to reach the pd nurse to obtain medical confirmation without success.

Manufacturer narrative:
(B)(4 . The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of device manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. The reported iipv event was confirmed based on information obtained during the investigation of this event. The cause was determined to be that therapy was performed using a manual exchange with continuous ambulatory peritoneal dialysis (capd).